Event description:
It was reported that the battery did not provide power and was not recognized by the controller. It was also noted that when the battery was connected to the battery charger the status blinked red. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the battery serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: con020239 h6: img code: g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 product event summary: the battery (bat906803) was returned for evaluation. One controller (con020239) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge on a test battery charger or provide power to a test controller. Additionally, when connected to the battery charger, the charger's status indicator flashed yellow. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. Log file analysis revealed a controller power-up event logged on (B)(6) 2021 at 14:10:38. The data point prior to the loss of power revealed that bat906805 was connected to power port one (1) with 97% relative state of charge (rsoc) and bat906802 was connected to power port two (2) with 53% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and bat930977 was connected to power port two (2). The controller was without power for 10 seconds. Of note, the data point prior to the loss of power also revealed that bat906803 was not connected to the controller prior to the loss of power event. As a result, the reported "loss of power" and "battery did not provide power and was not recognized by the controller" events were confirmed; however, the reported "flashing red" and "both power sources were lost due to battery error" events could not be confirmed. It is likely the observed battery charger status indicator flashing yellow was perceived as the reported flashing red. Additionally, it is possible that bat906803 was connected to the controller at a point in time after the data point prior to the loss of power was recorded and before the loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources and/or due to a battery malfunction. Pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported "battery did not provide power and was not recognized by the controller" event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 1.0, d4: model #: 1407, catalog #: 1407, expiration date: 04-mar-2019, serial or lot#: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 31-mar-2020. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g04035. H6: FDA device code(s): a23, a0708. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that both power sources were lost and there was an unexpected loss of power to the controller. It was stated that both power sources were lost due to battery error, and the other battery was also removed by mistake. The controller remains in use.